Event description:
It was reported that during an unknown procedure, the staples were not forming properly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Damaged firing trigger handle, damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: what type of procedure was the device used in? Lap appy. On which firing(s) did this event occur (1st, 2nd, 8th, etc.). Second. What was the area of staple line failure? The firing trigger broke. What color cartridge was being used? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unknown. What is the current status of the patient? Fine. The analysis results found that the device was received with the firing trigger damaged and with a reload loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no additional abnormalities were found. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.